Event description:
It was reported that the right atrial lead was possibly fractured. High impedance was noted and oversensing was observed on the electrogram (egm). It was also reported that the right ventricular lead was oversensing and noise was present on the non-sustained ventricular tachycardia (vt-ns) episodes. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the partial lead in segments was returned and analyzed; analysis revealed a breach due to depression on the outer insulation. This device was included in a field action and returned product testing found the device did not perform as described in the field action. Concomitant product : d274drg ICD, implanted (B)(6) 2010. (B)(4).